Event description:
During device preparation, prior to any contact with the patient, the lead was flushed with saline solution and it was noted that the saline was leaking from the insulation on the lead due to an insulation anomaly. The lead was not used and was replaced. The new lead was successfully implanted and the patient was stable.

Manufacturer narrative:
The reported event of water exiting the lead through the insulation in the middle region, was confirmed. As received a complete lead was returned in one piece. Visual examination revealed that the insulation cut consistent with procedure. The reported event was isolated to the insulation cut. No other anomalies were noted.